Manufacturer narrative:
An investigation is in progress to determine the cause of this reported event. Intuitive surgical inc. (Isi), has not received the da vinci product with an alleged issue to perform failure analysis.

Event description:
It was reported that during a da vinci-assisted surgical procedure, universal surgical manipulator (usm) 2 was drifting. The surgeon stood up from the console and usm 2 was drifting while still docked to the patient. The caller stated they were just closing in the room now and were undocked from the patient. Technical support engineer (tse) tried to view system logs, but logs were unavailable. The procedure was completed with no reported injury.